Event description:
Related manufacturer reference number:2017865-2022-02051. Related manufacturer reference number:2017865-2022-02052. It was reported that the patient presented with an infection. The entire device was explanted.